Event description:
The customer reported that the system displayed a degraded image quality and the audible tone during fluoroscopy intermittently would not function. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The workstation monitors were replaced and adjusted. P9 on the generator's power signal interface printed circuit board were reseated. The system was tested and found to be working as intended and put back into service.